Manufacturer narrative:
Involved components: 400513857 po958r monopolar handle without ratchet; 400552865 po603r jaw ins.metzenbaum scissors 5mm 310mm. Investigation results: visual investigation: the outer tube was heavily melted at the distal end opposite to the inscription. Date of manufacture is 11.2019. It could be possible that the outer tube pm973r was in contact with a very hot surface. This presumption was made by the q-coordinator in a similar case. Additionally, the component po603r has corrosion on side of the cutting edge. In addition, the cutting edge does not close. It could be possible that something has broken off inside the working end. Without further destruction of the product, we cannot draw any conclusion. The involved component po958r has no issues. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results, no CAPA is necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report. Medwatch report # (B)(4).

Event description:
It was reported that there was an issue with pm973r - insulated outer tube 5/5mm 310mm as per information received via medwatch (B)(4). According to the complaint description, the insulation of the device was damaged during surgery. The procedure was a robot-assisted laparoscopic hysterectomy and bilateral salpingo-oophorectomy (bso). The surgeon began using a monopolar scissor with cautery to cut an adhesion. Blackened area was noted above the adhesion; it was removed from the sterile field. A ligasure was then opened to continue the dissection. An additional medical intervention was necessary. The device appeared to have cracked insulation. Additional information has been requested but not yet received as of this report. The adverse event is filed under aag reference (B)(4).